Event description:
The customer reported the system displayed a communication failure and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep applied contact re-enforcer to the connectors of circuit boards and cables, and replaced the single board computer's cmos memory battery as a preventative measure. System operates as intended.